Manufacturer narrative:
No lab cultures were performed, however the physician verbalized concern of infection based on visual status of the incision site. There is no known confirmation of the presence or type of infection. Review of applicable device history records found no evidence of any deviations or nonconformances with the device packaging and sterilization process. Infection and poor wound healing are known inherent risks of surgical procedures.

Event description:
The patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2026 to treat knee pain. The implantable pulse generator (ipg) was implanted in the anterior thigh area with the leads targeting the superior genicular nerve. Prophylactic antibiotics were administered at the time of implant. The patient was seen in the clinic for a post-op wound check on (B)(6) 2026 and the physician noted the ipg incision site was not fully closed. The physician placed steri-strips on the site and asked patient to provide daily pictures of the wound status. A different antibiotic was prescribed at that time. The incision site continued to not heal and on (B)(6) 2026 a full system explant was performed due to ongoing concerns of infection.